Manufacturer narrative:
Conclusion: the returned device was visually inspected upon arrival. A mechanically damaged housing was observed. The observed damage did not allow electrical testing to be conducted. The damage to the battery housing was clearly the reason for the malfunction of the device returned by the end-user. This is a combined initial and final report.

Event description:
Returned dacapo powerpack showed a broken housing with electrolyte leakage. Reportedly, the dacapo powerpack was not leaking when received back from the user. There was no user contact with electrolyte or serious injuries reported.